Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and that it had performed to specification up to (B)(6) 2012. The information obtained from the device showed the device was switching itself on automatically resulting in sporadic manual power-ups of 10 minutes in duration occurring on (B)(6) 2012 and continued sporadically up to (B)(6) 2012. Investigation confirmed there to be a fault with the device membrane. This fault caused the device to switch on automatically, which caused the early depletion of the pad pak (lot a1254). Pad pak (lot a1254) had a use until date (B)(6) 2016 but became depleted on (B)(6) 2012. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.